Event description:
It was reported that the balloon did not deflate during use. The customer confirmed there was no problem observed when removing the catheter. There were no patient complications reported.

Manufacturer narrative:
One catheter with attached b. Braun 3/4 cc limited volume syringe was returned for evaluation. No introducer was returned with the catheter. The balloon did not inflate due to a full occlusion in the inflation lumen. No visible damage to the balloon latex or bonds was noted. A water drop was visible inside the returned inflation syringe. Per the instructions for use, balloon inflation should be performed with air or bacterial filtered carbon dioxide. Liquid should not be used for balloon inflation. All through lumens were patent without any leakage or occlusion. No visible damage to the catheter body or returned syringe was observed. A cut down of the catheter was performed and the occlusion was found to be located at the inflation lumen port area. The occlusion appeared to be crystals (dried saline). Chemistry analysis confirmed the substance contained sodium and chloride. Balloon inflation test was performed using both lab syringe with 0.8 cc air and returned syringe. Visual examinations were performed under microscope at 10x and 20x magnification. The complaint appears to be related to device handling; there was no evidence of a manufacturing nonconformance. No further actions will be taken at this time.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. A device history record review was completed and documented that device met all specifications upon distribution.